Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, bleeding, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2008 and on (B)(6) 2014 due to erosion. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that patient underwent mesh removal on (B)(6) 2014 due to erosion. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 07/17/2017